Event description:
The event involved a 46 cm (18") appx 5.7 ml, pur transfer set w/chemolock® additive port, 0.2 micron filter, check valve w/luer lock, filter cap where it was originally reported "too low doses." The event happened during infusion of remsima. Additional information was received on july 3, 2025, and july 9, 2025, stating the patient received an unknown dose of remsima due to the infusion leaked during administration. Due to the unknown dose of remsima the patient received, the patient will come earlier than scheduled for the next infusion. There was patient involvement but no harm or delay in therapy.

Manufacturer narrative:
No (B)(6) product samples, videos or photographs were returned for investigation. The device history lot number was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.